Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"